Manufacturer narrative:
On 21-nov-2022, the bwi product analysis lab received the device for evaluation. The product investigation was subsequently completed.it was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium and a brim cap detached issue occurred.device evaluation details:visual analysis revealed that the hemostatic valve was dislodged inside of hub component. Microscopic examination of the hemostatic valve surface showed stress marks on the outer diameter. The damage observed could be related to the incorrect insertion of the dilator into the sheath causing the dislodgment of the valve; the stress marks and physical damage observed suggest that excessive force or manipulation was applied; however, this could not be conclusively determined. No issues were observed with the brim cap.a device history record was performed for the finished device number 50000119 and no internal action related to the complaint was found during the review.the brim cap issue reported by the customer could not be confirmed. The odp (optimal device performance guide) contains the following caution: always insert a dilator straight into the center of the sheath¿s valve to prevent damage to the valve. Do not insert a dilator at an angle, as damage to the sheath valve may occur. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA.manufacturer's reference number: (B)(4)

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium and a brim cap detached issue occurred. It was reported that a defect was identified in a procedure where the sheath valve was not working properly. The hemostasis valve (gasket) did not dislodge inside the hub. The hemostatic valve did become dislodged outside the hub. The brim cap/hub became detached from the sheath. There were no errors on hardware/capital equipment. The sheath valve was not working during the procedure. The valve came off and was returning blood. The issue was noted during use. The procedure was completed. Air did not enter the patient¿s body. No treatment was required. Blood return was observed and the approximate volume of blood that was lost was about 20 ml. The product was immediately replaced in the room. There were no patient consequences. Additional information was received on 14-oct-2022. It was confirmed that it was the brim cap detachment that occurred first before the hemostatic valve becoming dislodged. The brim cap detached issue is MDR reportable.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 4. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).